Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, heavily tortuous lesion in the left anterior descending artery (lad) with diamondback 360 coronary orbital atherectomy device (oad) through radial access. During treatment the tip bushing of the oad fractured. A non-abbott guide wire was placed in parallel and a non-abbott guide extension catheter was used to retrieve the viperwire advance coronary guide wire along with the oad fragment. The procedure was aborted. The patient will be rescheduled for further treatment. There were no adverse patient effects. Medical device vigilance (materiovigilance) report received that states ¿during an orbital atherectomy procedure, the crown broke after four sanding (milling) runs. Current condition of the patient: no abnormalities reported. Actions taken in the healthcare facility for patient management: not reported. Device removed from the patient¿s artery"